Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as lot and part numbers were not provided. Based on the available information, a cause for the reported cerebrovascular accident, mitral regurgitation, hemorrhage, and myocardial infarction could not be determined. The reported hospitalizations (required or prolonged) were a result of case-specific circumstances. Additionally, reported cerebrovascular accident (stroke with permanent impairment), mitral regurgitation (recurrent mr), hemorrhage, and myocardial infarction are listed in the mitraclip instruction for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article title: impact of atrial fibrillation on the outcomes after mitraclip®: a meta-analysisna.

Event description:
This will be filed to report based on a research article representing a summary of stroke, recurrent mitral regurgitation, bleeding [hemorrhage], myocardial infarction, surgery and hospitalization. It was reported through a research article identifying the mitraclip device which maybe be related to stroke, recurrent mitral regurgitation, bleeding [hemorrhage], myocardial infarction, surgery and hospitalization. Details are listed in the attached article, titled impact of atrial fibrillation on the outcomes after mitraclip®: a meta-analysis. No additional information was provided.